Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had critical pump error alarm. The customer's blood glucose value was unknown. The customer also stated that the reservoir plastic ring was damaged. Customer states the pump had physical damage. Customer stated the infusion set and reservoir did not show signs of damage. Troubleshooting was performed for damage and noticed the reservoir did lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.